Event description:
Caller tested 4.1 inr on coaguchek xs system 1 and 4.1 inr on coaguchek xs system 2 while a comparison lab returned as 6.0 inr. Patient's coumadin dose was held for one day. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 21625211, expiration date 02/28/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.